Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, urinary problems, bleeding, recurrence, vaginal scarring, dyspareunia, neuromuscular problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient experienced mesh extrusion and underwent explant of mesh on (B)(6) 2013. The patient underwent a hysterectomy on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a total vaginal hysterectomy, uterosacral ligament suspension, cystoscopy and tension free vaginal tape retropubic sling placement.

Manufacturer narrative:
Date sent to the FDA: 04/26/2016.